Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a broken shaft occurred. The target vessel was the uterus. A 135/10 renegade hi-flo kit was selected to treat the vessel. During preparation for a uterine fibroid embolization treatment procedure, it was noted that the catheter shaft was broken in the packaging prior to flushing. No patient complications were reported and the patient's status is fine.